Manufacturer narrative:
D9: device available for evaluation "yes", returned 07/21/2021. H3:device evaluated by manufacturer "yes". Investigation conclsusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Customer responded return unnecessary, issue resolved. Results pending the completion of the investigation.

Event description:
The customer reported that on (B)(6) 2021, two patients arrived at the surgery center for preoperative hcg testing and received false positive results using lot hcg0112009 of the alere hcg one step pregnancy test device (urine). The customer used a second lot (number of lot not provided) and accepted the negative results as correct. Although requested, no further information has been provided. There was no adverse events nor injuries.